Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that her husband had been hospitalized for high blood glucose levels. His blood glucose at the time of incident was 556 mg/dl. The patient felt agitation at the time of incident and that the customer treated for his high blood glucose with the insulin pump. Troubleshooting was initiated to inspect the pump for damage and functionality. No anomalies were noted with the pump components; however, the high blood glucose events occurred shortly after the pump settings had been changed. Troubleshooting was not completed since the customer did not have a tubing clamp to perform the high pressure test. No products were returned and a tubing clamp was shipped to the customer with the understanding that him and his wife will call back to complete troubleshooting.